Event description:
It was reported that a device was unable to recognize a closed door. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no: (B)(4). Baxter received and evaluated the device. The device evaluation found that the close door alarm was caused by a failed upper auxiliary. The upper auxiliary was replaced.